Event description:
General report received of an unspecified number of undocumented incidents of adverse events while the devices were in use. On unspecified dates and times, the devices were programmed to deliver unspecified concentrations of dopamine and the deliveries were started. No further programming parameters were provided. It was reported that for unspecified reasons, the devices were placed on standby, the lines were clamped and the cassettes of the tubing sets removed from the devices. Reportedly at unspecified times, the cassettes were replaced into the carriages, the lines were unclamped and the infusions were restarted. After unspecified lengths of time, the nurse noted the patients mean blood pressures increased to unspecified levels. No medical interventions were required. There were no reported adverse patient's sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.